Event description:
Additional information received from the customer stated the therapeutic procedure was completed using the subject device. There was no impact on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.

Event description:
The customer reported the image was foggy and the visualization was bad with the subject device during an unspecified procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the eyepiece funnel was cracked. This report is being submitted for the malfunction found during evaluation (broken eyepiece). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the eyepiece funnel was cracked. The reported issue (foggy image/bad visualization) was confirmed during testing due to a broken lens in the optical system. In addition, the outer tube was bent due to handling, there was breakage of distal fibers, there were particles visible in the eyepiece, and the laser marking on the model ring was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed as the lot/serial number for the affected device could not be obtained. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of broken eye piece was due to excessive use. Olympus will continue to monitor field performance for this device.